Event description:
A healthcare professional reported that during intraocular lens implantation while using an ophthalmic handpiece, tip did not aspirate and the surgery has been completed on the same day with alternative product. There is no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.